Event description:
It was reported that the supera stent delivery system advanced to the heavily calcified, left superficial femoral artery lesion (sfa) without reported resistance. One-half of the supera stent deployed at the lesion site when it was noted that the thumb slide was not responding. It felt as if the teeth in the ratchet were not responding. The sheath was pulled over the partially deployed stent as far as possible and the entire delivery system, including the partially deployed stent, was removed from the patients anatomy. The patient was re-wired and another supera stent was implanted successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned and the reported deployment difficulty to deploy could not be confirmed as the stent had already been deployed. The reported difficult to remove could not be confirmed as it was based on case circumstances. Based on visual analysis and functional testing of the returned device, there is no indication of a product deficiency. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.